Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.  Please reference updated section d1 brand name and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was attributed to a loosely fastened screw from the dovetail bracket shorting against a resistor from the power interface module (pim) board intermittently. The screw was fastened and the pim board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.